Manufacturer narrative:
A complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed loss of capture exhibited by the left ventricular lead. A chest x-ray confirmed the lead was dislodged and had pulled back into the device pocket, which caused pocket stimulation. The lead was explanted and replaced. The patient was in stable condition.